Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no low battery alert noted. The pump was received with broken battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the customer experienced high blood glucose. The customer's blood glucose was 444mg/dl; treated with insulin pump. The customer declined troubleshooting. The customer also reported cracks around battery compartment. The customer was advised the pump will be replaced and revert to back up plan.